Event description:
It was reported the patient had his spectra removed and replaced with an inflatable penile prosthesis for unknown reasons. Attempts to obtain reason for revision were unsuccessful. No patient complications were reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.